Event description:
It was reported that the implantable cardioverter defibrillator diagnosed a ventricular tachycardia as a supraventricular tachycardia due to far field r-waves oversensing on the atrial channel. The device did not deliver therapy. The patient's rhythm broke on its own soon after. The patient was asymptomatic due to the event. The device was reprogrammed.